Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with bradycardia. It was suspected that the t wave oversensing led to pacing inhibition and slowed down patient¿s heart rate. The patient also had a history of post paced t wave oversensing last year. Programming changes were discussed. No further information was reported.

Event description:
New information states that the programming changes were made.